Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the patients were showing up on the pyxis, and no further investigation was required. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server,the patient was displayed under an incorrect room in pyxis. The customer reported that after the patient was transferred from the ER to the unit and correctly assigned in epic and healthware, the patient continued to appear as ER assigned in pyxis, requiring staff to manually search for the patient to dispense medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.